Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The high blood glucose level was 452 mg/dl. Customer¿s current blood glucose value was 198 mg/dl. Customer had a symptom like stomach was heating. Customer stated that he insulin pump had a no delivering alarm and it was resolved by changing complete set. The insulin pump will not return for the analysis. The reservoir will not return for the analysis.